Manufacturer narrative:
The report of a user advisory (ua) 45 (drive shaft not at home position) error message reportedly cleared by the user upon troubleshooting and subsequent multiple user advisory (ua) 12 (lifeband not detected) error messages was confirmed based on the review of the retrieved archive data from the autopulse platform (sn (B)(4)). The reported ua 12 error messages was also confirmed through the functional testing of the platform and the root cause was determined to be due to the switch lever not being able to close and being parallel to the switch case. Functional testing of the platform during initial power up revealed a ua 12 error message on the display screen. Further investigation revealed that the switch lever does not close and was not parallel to the switch case, and this observation caused the ua 12 error message. Upon readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture without errors and met all required specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 20 can also be cleared by returning the lifeband to its home positon. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 31 march 2015.

Event description:
It was reported that during a patient call on (B)(6) 2017, a user advisory (ua) 45 (drive shaft not at home position) error message was observed on the display screen of the autopulse platform (sn (B)(4)). According to the information, after observing the ua 45 error message, manual CPR was administered for 45 minutes; however, the patient did not achieve a return of spontaneous circulation. The customer was unable to provide information regarding the length of interruption caused by the ua 45 error message. It was further reported that following the event, the customer was given troubleshooting instructions over the phone by a zoll technical support representative. The platform was tested and the ua 45 was able to be cleared; however, after clearing the ua 45 error message, multiple user advisory (ua) 12 (lifeband not detected) error messages were observed and a new lifeband was installed. The lifeband was disconnected and reconnected to the platform, and the platform operated with 30 compressions; however, when the pause button was pressed, a "check lifeband" error message and another ua 12 was observed. There reportedly were no issues observed on the platform during shift check. No further information was reported.